Event description:
Additional information was received. It was reported the left lead was discarded.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pre-existing to the device and therapy, patient had herpes, and developed elsberg syndrome. They had pain in their legs, but the urologist thought this was not a contra indication for device/therapy. On the day of the report, patient had a bilateral first stage implant with good bellows, but no foot response. Patient was awake now, therapy was switched off, and they have not been programmed yet, but patient had lost motoric and sensory responses in both legs. On 2025-mar-10 additional information was received. It was reported patient's indication for use was retention. The cause was of the patient having lost motoric and sensory responses in both legs was unknown. It was reported that it looked like the device/therapy/procedure exacerbate the patient's pre-existing condition as it was after lead implantation the patient lost motoric and sensory responses in both legs. Therapy was off. The date of onset was (B)(6) 2025. The actions taken or planned to resolve the issue was a neurological investigation. Patient outcome was unknown at the time. The patient's programming have been postponed. More information received 2025-mar-13. It was reported the day after lead placement, the feeling in their legs was back. However, on monday the patient had pain at the buttock left. It was painful immediately after or, but it increased (despite morphine). Turning off therapy made no difference in pain or not. Physical examination showed no inflammation. The therapy was not ye t working for the patient. For next week, patient is scheduled for lead removal on the left side. If the pain subsides and the therapy works, the procedure will be canceled.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; lot#: unknown; product type: lead. Product ID: neu_unknown_lead; lot#: unknown; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead product ID neu_unknown_lead product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the issue was resolved. The patient's had no response to the therapy. One lead was removed and the other side will be removed in (B)(6). The left lead removal happened on (B)(6) 2025. The issues lost motoric and sensory responses and pain were not yet resolved. The patient was under treatment with their neurologist. The therapy on the right is still on, but there is no efficacy, so most likely the lead will be removed.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# unknown, serial#: unknown, implanted: (B)(6) 2025, explanted: (B)(6) 2025. Product type lead. Product ID 978b128, lot# unknown, serial#: unknown, implanted: (B)(6) 2025: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the right-side lead was removed in june (no exact date available) and was discarded. This lead was not causing any issues. It is removed since there was no therapy effectiveness.